Event description:
Medtronic received information that this bioprosthetic valve, implanted 2 years, was explanted due to aortic regurgitation.

Manufacturer narrative:
Evaluation results - device history review found the product met specifications when released for distribution. Conclusion - cause of event attributed to patient's condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible. Large tears and abrasions through the free margin and lunula of all cusps appeared to be due to contact with long suture tails and/or bias cloth. Thick glistening off-white pannus covered the entire sewing ring on the inflow extending along the margin of attachment, into all inferior coaptive areas and 1 to 2 mm onto all cusps, reducing the inflow orifice area. An unknown amount of pannus appears to have been removed on the inflow and outflow of the valve. All commissures were intact. Radiography showed trace mineralization on the non-coronary left commissure and margin of attachment of the right cusp. Conclusion: review of the device history record shows that this valve met all manufacturing specifications for product released to distribution. No issues were noted that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.